Event description:
The customer reported the ventilator power supply was not charging the battery and the ventilator lost power. The customer reported the ventilator was not in use on a patient therefore, there was no patient harm. As reported by the customer to the manufacturer's field service technician who services the customer account, the customer called a 3rd party service group to service the ventilator for the reported problem. The 3rd party service group performed the repair and the customer has been contacted to identify the service that was performed. There has been no response received. Review of the ventilator's log history indicated the ventilator's backup battery depleted during operation. If the backup battery depletes during use, the ventilator will shut down and an audible power fail alarm will activate. Per the esprit operators manual, when the ventilator is powered by the backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. There was also a code in the diagnostic log indicating that when the ventilator was powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use.

Manufacturer narrative:
Customer had 3rd party service unit.